Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Final analysis found insulation degradation at 4.8 cm and 9.3 cm from the connector pin. The insulation was wrinkle in these locations.

Event description:
It was reported that during atrial lead revision procedure, cracks were noted on the right ventricular lead insulation. The lead was explanted and replaced. The patient was in good condition after the procedure.